Manufacturer narrative:
The device was received for evaluation and repair. The complaint could not be confirmed because the bur guard bearings were damaged. Analysis of the device determined that the nose bearings were corroded. Multiple internal components were replaced and the device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a handpiece. It was reported that there was vibration and the water nozzle was blocked. No patient information was reported.